Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead; product ID 977a260; serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient was referred to a neurosurgeon for a paddle placement. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019 product type lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(4) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease it was reported the patient was getting any relief from the stimulator. Impedances were good. They were unable to map painful areas with stimulation. There were no reported falls or trauma. X-rays were taken and the leads had migrated. No further complications were reported/anticipated.